Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) on the left ventricular (lv) lead due to out of range pacing impedance measurements. It was noted that the physician suspected the lv lead micro dislodged. The physician elected to continue to monitor the patient and system. This crt-p system remains in service. No adverse patient effects were reported.